Event description:
Broken flush port: while the delivery system was being inserted into the patient, leakage of blood was observed from the flush port. The procedure was continued using the delivery system without any issues and was completed successfully. Since the procedure was completed successfully and the amount of blood leakage was minor, no health harm was alleged against this event. The flush port section was removed from the delivery system, sterilized, and returned for investigation. Operation type: tevar. Blood loss: minor. Ancillary devices used: none. (B)(4). Patient outcome: "there was no harm to the patient health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Broken flush port: while the delivery system was being inserted into the patient, leakage of blood was observed from the flush port. The procedure was continued using the delivery system without any issues and was completed successfully. Since the procedure was completed successfully and the amount of blood leakage was minor, no health harm was alleged against this event. The flush port section was removed from the delivery system, sterilized, and returned for investigation. Operation type: tevar blood loss: minor ancillary devices used: none (tc#bm221200960) patient outcome - "there was no harm to the patient health."